Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The following day, the vad coordinator contacted the MFR reporting that the pt was implanted one day ago, and died 12 hours after the surgery. The vad coordinator reported that they were unable to get adequate flows. The pt had remained around 1.5 lpm after the surgery. They had swapped controllers but it had no effect. The manufacturer had asked the vad coordinator if they were aware of any obstruction on the inflow side of the vad. The vad coordinator indicated that during the pump explantation they noticed a small clot in the inflow side but did not know if it had occurred post mortem. The surgeon indicated that the clot size was not indicative of impeding how. The hosp is returning the lvad to the manufacturer for analysis.